Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: analysis of the submitted log files confirmed low flow events; however, a specific cause could not conclusively be determined through this evaluation. Additionally, the reported outflow graft twist could not be confirmed. The submitted log file contained data from (B)(6) 2019 through (B)(6) 2019. This log file captured motor power, calculated flow, and calculated pi ranging from 3.56 to 4.231 watts, 2.4 to 4 lpm, and 5.4 to 12.2 respectively. The log file contained 35 low flow events when the estimated flow dropped below a threshold of 2.5 lpm. None of these events lasted long enough to trigger low flow alarms. Despite the low flow events, the pump operated above the low speed limit for the duration of the log file. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The hm3 lvas IFU instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This document also explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient had right heart catheterization (rhc) on (B)(6) 2019 with stable central venous pressure (cvp), mild ph, and normal co2. The patient had hypertension in cath lab and was started on IV nitrate. Technical services reviewed the submitted log file which showed low flow events on (B)(6) 2019 and (B)(6) 2019. A CT without contract was performed and the account was concerned for compression of the ofg. A ramp study was performed on (B)(6) 2019 and pump speed was increased as a high as 5700 rpm and as low as 5000 pmp. Mean arterial pressure range was 79-83 mmhg. At 5500-5700 rpm there was intermittent closure of the aortic valve and decreased left ventricle size. There was also increasing bowing of the interarterial septum and enlargement of the right ventricle. The patient also had persistent severe tricuspid regurgitation. At 5000-5300 rpm the left ventricle size increased. Tricuspid regurgitation was severe. Right ventricle was less dilated. The patient's speed was set at 5300 rpm and no alarms were noted.

Event description:
The account reported the surgeons reviewed a CT scan from (B)(6) 2019. It was without evidence of outflow graft twisting. Low flow alarms were possibly related to inflow cannula position and hypertension.

Manufacturer narrative:
Approximate age of device: 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist (lvad) on (B)(6) 2018. It was reported the patient experienced low flow alarms. The low flow alarms was treated with IV hydration. Despite treatment, the patient low flow alarms persisted. The account reported a possible outflow graft twist. The account reported the event would be treated medically. The patient received a CT scan with contrast. The ofg compression was noticed on the images.